Event description:
It was reported that during a colectomy procedure, when firing the device the handle broke off in the surgeon's hand. No other details were provided. No information on the patient. It was not reported how the procedure was completed.

Manufacturer narrative:
(B)(4). Eval: incomplete firing cycle, damaged closure trigger. The analysis results showed that the cs40b device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The device was received with a reload loaded in the device. The reload was a received fully loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. A batch record review was performed and no anomalies were found during the manufacturing process.